Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the liquid crystal display (lcd) panel and backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a lower blank display. The ventilator was not in use on a patient at the time the event occurred.